Event description:
It was later reported patient received assistance and device was working fine. It was also indicated that the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient went through a security x-ray twice on their way to vacation and forgot to turn their implantable neurostimulator (ins) off. After passing through the x-rays the patient¿s implant was no longer working. The patient did not feel anything and noted that maybe their device was turned off. The patient adjusted their stimulation up before the trip and noted that maybe it inadvertently turned off. The patient did not have their programmer so they couldn¿t check their settings but could tell that the device was not on at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4).